Event description:
Reportedly, a failure to program in bipolar mode was observed with the device involved in this MDR report. It was returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.